Event description:
It was reported that patient received inappropriate therapy for svt. Av internal delta was enabled and indicated vt, causing the device to deliver therapy. Av interval delta was disabled and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.